Event description:
A problem was reported. On (B)(6) 2008, hcp reported a motor stall error message occurred when they interrogated pump with magnet. Confirmed motor stall and motor stall recovery recorded in event logs. Motor stall caused by patient being near a magnetic field. No symptoms reported. No consequences to the patient were reported at the time. On (B)(6) 2008, hcp reported the motor stall was intentionally induced with a magnet until the pump could be interrogated. However in (B)(6) 2008, hcp medical pain clinic reported there was no record of the event and it was unknown who reported it. On (B)(6) 2008, patient had pump fill in clinic without problems. A few hours later patient presented to ER with confusion and loss of consciousness. Pump was interrogated and showed appropriate programming. Pump was accessed and appropriated drug volume was found. Drug was sent for analysis and resulted in the correct drug. Patient recovered without sequelae. No evidence of motor stall found in telemetry or logs. Later on (B)(6) 2008, hcp reported the event from (B)(6) 2008 was that the patient presented to the ER in (B)(6). Hcp was contacted and had instructed the ER to stop the pump with a magnet until it could be interrogated. The pump was interrogated and there was no evidence of problems so the pump was restarted. Hcp did not believe the issues that the patient presented with were related to the pump. The cause for the symptoms is unknown as the ER did not complete a work-up. The call from (B)(6) 2008 was to inform medtronic that the event from (B)(6) 2008 was not device related that the pump was intentionally stopped with a magnet until it could be interrogated. If additional information is received a report will be provided.

Manufacturer narrative:
Concomitant products: product ID 8709, serial # (B)(4), implanted: (B)(6) 2006, product type catheter; product ID 8840, serial # unknown, product type programmer, physician. (B)(4).